Event description:
It was reported that the patient presented to the emergency department with chest pressure, infection and possible vegetation on the lead. It was further reported that there was intermittent atrial undersensing and inconsistent pacing observed. The atrial lead was reported to have chronically low p wave measurements and it was programmed to the most sensitive parameters. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940-52, implantable tachy lead, (B)(6) 1999. (B)(4).